Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, two ultra fast-fix failed in the same way. The t2 was stuck and could not be deployed, the t1 was removed directly from the patient. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the two devices were returned together in the same original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were not returned. The variable depth straw has been trimmed. Bio debris is present. Device two, the t1 is off the needle but still attached to the suture. The t2 and suture were returned on the needle. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation of device one could not be performed because both implants have already been deployed. A functional evaluation of device two, using a simulation meniscus, showed the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.